Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 92 mg/dl at the time of the incident. The customer stated that they tried new batteries but the issue was not resolved. A replacement insulin pump was shipped to the customer. The customer did not return the product back for analysis.